Manufacturer narrative:
The placement/removal dates of the implant were requested from the initial reporter. The best estimate of the date of event was provided. A follow up report will be submitted when the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that after the dental implant was placed in ada site 14 in the mouth, the implant failed in type I bone. The implant was torqued manually to 60 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Event description:
The clinician reported that 5 months after the dental implant and abutment were placed in ada site 12 in the mouth, the implant failed to integrate in type I bone. The implant was torqued manually to 60 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
The clinician reported that 5 months after the dental implant and abutment were placed in ada site 12 in the mouth, the implant failed to integrate in type I bone. The implant was torqued manually to 60 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.